Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and a visit the ER the night before due to excruciating pain. The device has been explanted.

Event description:
Patient additionally reported right side "non confirmed capsular contracture" baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side rupture and a visit the ER the night before due to excruciating pain. The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data. Corrected d6b: original explant date did not occur, surgery rescheduled for on (B)(6) 2023.

Event description:
Patient reported right side rupture and a visit to the ER the night before due to excruciating pain. Patient additionally reported right side "non confirmed capsular contracture" baker grade unknown. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data.

Event description:
Patient reported right side rupture and a visit to the ER the night before due to excruciating pain. Patient additionally reported "capsular contracture baker grade unknown." The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d6b corrected d.6b: actual explant date (B)(6)2023.

Event description:
Device has been explanted.